Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the shaft was broken off from the force feedback fenestrated bipolar forceps. There was no reported patient impact or harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback fenestrated bipolar forceps was analyzed and found to have a roll tube receiver broken at the proximal end. The broken piece was still attached to the instrument. Components adjacent to this broken roll tube receiver show damage which may indicate potential mishandling/misuse. A dislodged main tube holder was observed. Further investigation confirmed additional observations. Upon visual inspection, the main tube holder was found to be dislodged from its normal position. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The force feedback fenestrated bipolar forceps was analyzed and the roll tube receiver was confirmed to be broken which caused the main tube/shaft to appear bent. It was additionally observed that the instrument was found to have a broken chassis; the t-tabs located on the bottom part of the chassis were broken. The broken pieces were still installed inside the main tube holder, no material was missing. As a result, the main tube assembly was found to be dislodged from its normal position. There was no damage observed to the main tube holder or the main tube.

Event description:
Refer to h11 for follow-up information.